Manufacturer narrative:
H3: analysis of the device found visually, there was biological contamination on the distal end of the device including the cuff balloon and trace pads when returned. Under magnification, there were small holes in the ink traces underneath the adhesive and in the trace pads for all electrodes. Electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were in megaohms (blue) and no reading (blue with white stripe, red, and red with white stripe) which all electrodes were out of specification. For further analysis, a stylet was used to manipulate the shape of the device, especially around the clamp shell, and the electrode resistances remained out of specification. Functionally, the device was connected to a nim system, and the trace pads were submerged in saline to perform an electrode check and functional testing and, while manipulating with a stylet, channel 2 failed the electrode check and, during functional testing, channel had intermittent excessive feedback/noise and channel 2 had consistent excessive feedback/noise. A review of the global complaint data showed one similar complaint about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure one of the leads of emg tube was not recognized by the device. The procedure was completed with the reported product. There was no patient impact.